Event description:
On (B)(6) 2013, it was reported that the patient's vns replacement surgery was aborted due to the facility having the incorrect replacement vns generator model. An incision was made and the patient was exposed to anesthesia. No other information has been provided.